Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Investigation found no issues with the system. The surgeon side console (ssc) master tool manipulator (mtm) was calibrated, and no drift was found. The hospital staff told that to follow the system information about head in sensor range and hands on mtm's to stop issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer contacted intuitive technical support engineer (tse) and reported that the universal surgical manipulator (usm) 4 was drifting when the staff swapped from usm 3 to usm 4. The customer was uncertain if the surgeon's hand was on the master tool manipulator (mtm) when the usm was drifting. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer as well as when the surgeon¿s head was outside the console. This occurred when the surgeon¿s hand was relaxed or off the instrument. The arm drifted from a high position to a low position following gravity. The event did not occur when the instrument is in motion. There were not any instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The action has been persistent, slight improvement has been noted when the console is repositioned. No patient injury was reported.

Manufacturer narrative:
System logs were reviewed by an advanced failure analysis engineer and the following information was obtained: there were no errors suggesting that an arm was moving without the surgeon¿s hands on the master tool manipulator (mtm). There were no other errors that would suggest drifting either.

Event description:
Refer to h10/h11 for follow-up information.